Event description:
It was reported that device detachment occurred. An opticross 6 hd catheter was used for ultrasound examination of the target lesion which was 95% stenosed, mildly tortuous, and moderately calcified. During procedure while advancing down the vessel it was noted that the distance between the 2 catheter markers were further apart than normal. It appeared that a separation had occurred. The device was completely removed from the patient and it was revealed that the telescope portion had fractured. The procedure was completed with another of the same device. There were no patient complications.